Event description:
The customer reported that during a case they could barely see an image, then the screen went completely black while in the lateral position. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.